Manufacturer narrative:
The cause for the false reactive advia centaur (B)(6) results is unk. A siemens rep examined the (B)(6) and calibrations. No issues were found. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use states that repeatedly reactive specimens on the advia centaur must be investigated using supplemental tests for (B)(6) and/or (B)(6) additional lot #: 059. Additional expiration date: (B)(6) 2010.

Event description:
Reactive advia centaur (B)(6) results were obtained on a pt samples. A pin prick injury happened to the user during the taking of the initial blood sample from the pt. The pt sample was tested for (B)(6) and the result was reactive. The user was given emergency antiretroviral medication due to the positive (B)(6) result. A second sample was drawn and the result was reactive on the advia centaur. The initial pt sample was sent for supplemental/ confirmatory testing. The results were negative. The user received emergency antiretroviral medication. There was no report of adverse health consequences due to the false reactive advia centaur (B)(6) result.